Event description:
The customer called for help with his meter. While troubleshooting, he tested his blood glucose and received back to back readings of 41 and 192 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.